Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a faulty infusion set. Customer's blood glucose level went up to 420 mg/dl. She took a correction shot using a manual syringe. The customer was unable to troubleshoot. The device was not returned.